Manufacturer narrative:
Additional info has been requested in order to allow a thorough investigation to take place. Should additional info be received, a follow up report will be filed.

Event description:
Verbal report of a possible type iii endoleak in a pt who had a stent graft implanted 4 years ago. No further info has been received from the hosp to confirm this report.